Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer initially complained of discrepant results between elecsys ft4 ii assay (ft4 ii) and elecsys ft4 iii (ft4 iii) for 2 patient samples tested on a cobas 6000 e 601 module. The customer reported the results outside of the laboratory and requested for the samples to be investigated. The samples were submitted for investigation where discrepant results were identified for ft4 ii, ft4 iii, elecsys ft3 iii (ft3 iii) and elecsys tsh assay (tsh) between the customer's e601 module, the centaur method, a cobas e801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. See related medwatches with the following patient identifiers: (B)(6). Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e601 module serial (B)(4). The e801 module serial (B)(4). The e411 analyzer serial (B)(4). The tsh reagent lot number used with the e801 module at the investigation site was 291617 with an expiration date of aug-2018. The tsh reagent lot number used with the e411 analyzer at the investigation site was 328081 with an expiration date of dec-2018.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. There was not enough sample volume left to complete the investigation. The investigation was unable to find a definitive root cause.